Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a safety shield failure. This even occurred 5 times. The following information was provided by the initial reporter: the customer stated "the needle hub/collar was broken".

Manufacturer narrative:
H.6. Investigation: bd received 3 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub/collar with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a safety shield failure. This even occurred 5 times. The following information was provided by the initial reporter: the customer stated "the needle hub/collar was broken".